Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of dysmenorrhoea ('dysmenorrhea on side at 7/10'), menorrhagia ('important menorrhagia for 10 days') and headache ('headaches incapaciting') in a 43-year-old female patient who had essure (batch no. C26961) inserted. According to the reporter, the patient had no relevant medical history or concurrent conditions. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and headache (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy with cornuectomy). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, menorrhagia and headache outcome was unknown. The reporter considered dysmenorrhoea, headache and menorrhagia to be related to essure. The reporter commented: according to the reporter, the removal was performed at the patient's request. Primary reason for removal: important menorrhagia with dysmenorrhea (7/10) and incapacitating headaches. The pharmacist considered that the essure caused or contributed to the occurrence of the events. No follow up is available 6 or more months following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2019: quality safety evaluation of ptc. We received a lot number and returned sample in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of dysmenorrhoea ("dysmenorrhea on side at 7/10"), menorrhagia ("important menorrhagia for 10 days") and headache ("headaches") in a 43-year-old female patient who had essure (batch no. C26961) inserted. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and headache (seriousness criterion disability). The patient was treated with surgery (bilateral salpingectomy with horn removal). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, menorrhagia and headache outcome was unknown. The reporter considered dysmenorrhoea, headache and menorrhagia to be related to essure. The reporter commented: the headaches occurred and became disabling. According to the reporter, the removal was performed at the patient's request. Primary reason for removal: the important menorrhagia with dysmenorrhea (7/10) and the disabling headaches. The pharmacist considered that the essure caused or contributed to the occurrence of the events. The sample was available. No follow up is available 6 or more months following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Most recent follow-up information incorporated above includes: on 29-mar-2019: device removal questionnaire was received. Patient¿s details were updated. The event¿s onset date was confirmed as 2014 (since placement).according to the reporter, the removal was performed at the patient's request. Primary reason for removal: the important menorrhagia with dysmenorrhea (7/10) and the disabling headaches. The pharmacist considered that essure caused or contributed to the occurrence of the event. No follow up is available 6 or more months following essure removal. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of dysmenorrhoea ("dysmenorrhea on side at 7/10") and headache ("headaches") in a (B)(6) female patient who had essure (batch no. C26961) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), headache (seriousness criterion disability) and menorrhagia ("important menorrhagia for 10 days"). The patient was treated with surgery (bilateral salpingectomy with horn removal). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, headache and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, headache and menorrhagia to be related to essure. The reporter commented: the headaches occurred and became disabling, essure implants were removed and sample was available. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.